Event description:
Caller reported a cgm error. There was no adverse impact to the customer¿s blood glucose level. Caller received instructions for a pump reset from cts and successfully started their sensor session without further issues.